Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. The leak was visually observed and the machine alarmed. Pt was on the machine for about seven minutes and the machine alarmed blood leak. The hansen port was tested using test strips and was positive for blood. Estimated blood loss was 25-50cc's. Pt had no ill effects. The sample was discarded by the user facility; sample is not available.